Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system including an ipg on (B)(6) 2009. It was reported that the patient was experiencing discomfort at the ipg pocket site and that the ipg was replaced with a smaller model ipg on (B)(6) 2010. Follow up on the patient found that no further issues have been reported. The explanted ipg was returned to the manufacturer for evaluation. No further information is available.